Event description:
On (B)(6) 2011, patient reported the down button on the infusion device stopped working. Patient switched to his backup infusion device. Patient stated the down button pops back up after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.